Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the malfunction was reported. The suspect product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.